Manufacturer narrative:
The device was evaluated by a bench service engineer (bse). The bse did not mention a touchscreen issue in their notes. Communication was sent to the bse to confirm that no touchscreen issue was observed during the initial evaluation. The bse confirmed that there was no issue observed with the touchscreen, and that it was working correctly. The investigation is ongoing.

Event description:
Philips received a complaint about the v60 ventilator indicating that the touchscreen did not function. It is unknown if the device was in use at the time of the reported problem. No patient or user harm was reported.

Manufacturer narrative:
The bench service engineer completed a performance verification test (pvt). The device passed the pvt, including the controls test which includes a check of the touchscreen function. The device will be returned to the customer fully functional and ready for use.